Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of over 600 mg/dl. The customer¿s blood glucose level was between 92-100 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with a manual injection. Customer stated her insulin pump would not rewind after inserting a new reservoir, and that her blood glucose was over 600 mg/dl. Customer was advised about the auto off setting, and was assisted in rewinding and priming the insulin pump. It was noted the cannula was bent upon removal. No troubleshooting was performed. No further help was needed. Nothing was returned or shipped.